Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device pocket was revised to relieve patient discomfort due to a portion of the underlying lead in the pocket that was protruding against the skin. It was noted after opening the pocket and excising a "large mass of fibrotic encapsulization", the rv lead had damage to the "outermost layer of lead". The lead was patched using a silicone patch. After pocket revision, the leads were reconnected to the device and it was noted that the lv lead impedance had decreased and the threshold had increased. The leads remain in use. No patient complications were reported as a result of this event.